Event description:
It was reported that the patient presented in clinic for an interrogation. The atrial lead exhibited no capture and an x-ray showed that the lead was dislodged. In an attempt to reposition the lead, the stylet could not be extended down the lead. The lead was extracted and replaced. The patient was doing well and will continue to be monitored.